Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-523-a708 cr plus tibial bearing had an issue during a total knee arthroplasty on (B)(6)2024. When the surgeon implanted it in the tibial tray, the device would not seat properly. The surgeon removed the ar-523-a708 cr plus tibial bearing in one piece; nothing broke inside the patient, and there was no patient harm. Another r-523-a708 cr plus tibial bearing with lot number 579202786 was used to complete the procedure successfully. The device was discarded, and no pictures were taken. There was no case delay reported and no additional anesthesia was administered. This occurred during use with no reported patient harm.